Manufacturer narrative:
Complete data has not been received. The customer stated that repeat testing was performed to confirm correct results. A different instrument was utilized for the repeat testing. The repeated results fit the clinical picture and a corrected report was issued. The cause for this event is unknown.

Event description:
The customer reported a discrepant low sodium result. There was no injury reported due to this event.

Manufacturer narrative:
Siemens analyzed the data. Frequent occurrences of benzalkonium exposure were found. Benzalkonium is a known interferent to the rp na sensor, as stated in the rp500 operators manual.